Event description:
It was reported that an inquiry was made by (B)(4) to gabmed/(B)(4) for risk mgmt data for this product, however, gabmed was not notified by the hospital involved, and has no idea who the customer might be. It was reported that during removal, the swg broke. There is very limited info on this complaint so it is not known if there was a delay or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.